Event description:
During an atrial fibrillation procedure, when the sheath was inserted into the heart and negative pressure was applied to flush the sheath before inserting the catheter, air was aspirated. Aspirating air several times did not resolve the issue. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air movement into the patient was not identified. No additional venipuncture was performed due to sheath replacement. The only product inserted directly into the hemostasis valve was the included dilator.

Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6, h11 one 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed an air leak as well as a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal and the distal seal was noted to be torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the air leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.